Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in an adult female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included unilateral leg pain. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dizziness ("dizzy spells"), arthralgia ("lot of joint pain"), headache ("slight headaches"), abdominal distension ("bloating issue") and fatigue ("easily fatigued") and was found to have weight increased ("significant weight gain"). The patient was treated with surgery (laparoscopic hysterectomy total on (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, dizziness, arthralgia, headache, weight increased and abdominal distension outcome was unknown and the fatigue had not resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, dizziness, fatigue, headache and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: no extravasation of contrast through the fallopian tubes was identified, consistent with tubal occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: case becomes incident. Aka name added, reporter added. Lab data added. Essure removal date were added from medical record. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.